Event description:
It was reported that 2 bd alaris pump module smartsite infusion sets had components separate. The following information was provided by the initial reporter: "it was reported by customer that the infusion set was leaking."

Manufacturer narrative:
H6: investigation summary the customer reported leaking during priming on the luer, and returned one used set of material #2452-0007. The sample was clearly separated at the luer at the end of the set, and the complaint is verified. The root cause is insufficient solvent. No other failure observed. A device history record review for model 2452-0007 lot number 21036321 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd alaris pump module smartsite infusion sets had components separate. The following information was provided by the initial reporter: "it was reported by customer that the infusion set was leaking."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.